Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and received no delivery alarms. Blood glucose level at the time of the incident was over 400 mg/dl. Blood glucose level near the time of the call was 237 mg/dl. The customer was shipped a tubing clamp to complete high blood glucose troubleshooting. The insulin pump was not replaced or returned for analysis.